Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrected and or additional information is included in the following sections: a1, d1, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system's users were unable to issue acetaminophen 500 mg tablet and clozapine. A technical support specialist attempted to investigate the issue or if additional support was needed and received no response. The case was closed after multiple attempts with no response.

Event description:
It was reported when using the pyxis medbank system one of the users unable to issue acetaminophen 500 mg tablet. The customer added that another user was able to issue medication. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the user unable to issue medication. The technical support specialist reached out to the customer, but there was no response. The system was functioned as intended.

Event description:
It was reported when using the pyxis medbank system one of the users unable to issue acetaminophen 500 mg tablet. The customer added that another user was able to issue medication. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this event.